Event description:
Our affiliate reports to us that the pt had successful knee surgery with the use of a mitek linx ligament fastener for fixation sometime in early 2009. Approximately 1 year post surgery, in early (B) (6) 2010, the pt presented with pain and swelling of the subject knee, and the surgeon noted "effusion". It was somehow determined that the fixation device was broken. The pt underwent a re-surgery on (B) (6) 2010, and at this procedure, the fragment was removed from the joint space; the surgeon noted that the original repair was intact. However, the surgeon has scheduled a f/u with the pt sometime at the end of (B) (6) 2010 to access the knee to see if further surgery or intervention is necessary. At this point in time, the pt's status is fine. The complaint device discarded by user. Lot identification is being sought out.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.